Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the evaluation of the device and the investigation of the reported issue (i.e., the monitor turned off when they attempted to use a diathermy unit). The device was evaluated on-site by an olympus field service engineer (fse). During inspection and testing, the reported situation was simulated, using maximum power on the diathermy unit (olympus tc-e300 energy cart), and no fault was found with the monitor (subject device). The monitor was working fine, and the use of the tc-e300 had no impact on the monitor. Based on the results of the legal manufacturer's investigation, the root cause could not be determined, as the reported issue could not be confirmed or duplicated. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that during a colonoscopy procedure, the high definition lcd monitor turned off when they attempted to use a diathermy unit. They were able to turn the monitor back on and complete the case with a ten-minute delay using the same set of equipment. There was no patient harm or injury due to the event.

Manufacturer narrative:
The device is not being returned to an olympus service center. An on-site inspection by an olympus field service engineer is anticipated. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been almost 2 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.